Event description:
It was reported during knee arthroplasty that the tip of the reamer fractured during use. No adverse events were reported as a result of this malfunction. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. H6: mechanical (g04) - drill. The event is confirmed. Visual examination of the returned product identified signs of repeated use in the form of scratches and a worn finish, with the tip of the drill fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.